Event description:
A surgeon reported that the accurate incision became perforated. The company clinical applications specialist was present during the surgery. She recommended that the surgeon set the accurate depth no greater than 80%. The surgeon set the depth at 85%. The surgeon entered the accurate incision aggressively, and perforation was noted. No suture was required, and the pt did not have any consequence from the event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).